Manufacturer narrative:
As been assigned aware date, the actual date is unknown as the reporter has not provided the lot information. Information still being requested to support complaint investigation.

Event description:
(B)(6) 2022- customer sent email to technical services (ts) reporting that they had an issue with their afinion sn#(B)(4). Issue details:" two patient results with hba1c showed discrepancy result when testing in lab. One of the results was: 1) patient ID: (B)(6), 82 with afinion and 101 in lab observed on (B)(6), patient required urgent hospitalization 2) patient ID: (B)(6), 45 with afinion and 50 in lab observed on (B)(6) during the call the customer also confirmed the following: the customer could not provide which instrument the lab used or which method. Ts asked the customer to describe in detail how the test was performed, there was no discrepancy in the way they performed the test.

Event description:
15 nov 2022- customer sent email to technical services (ts) reporting that they had an issue with their afinion sn#(B)(6). Issue details:" two patient results with hba1c showed discrepancy result when testing in lab. One of the results was: 1) patient ID: (B)(6), 82 with afinion and 101 in lab observed on 11 nov, patient required urgent hospitalization, result lower than expected. 2) patient ID: (B)(6), 45 with afinion and 50 in lab observed on 01 nov, patient was not impacted. During the call the customer also confirmed the following: -the customer could not provide which instrument the lab used or which method. -ts asked the customer to describe in detail how the test was performed, there was no discrepancy in the way they performed the test. Customer confirmed that the afinion control tests performed before and after the observed low results were within range and approved.

Manufacturer narrative:
The customer did not want to provide any details regarding the patient's treatment or outcome. The customer could not provide which instrument the lab used or which method. Additional information was requested, however customer was unable to provide any of the requested information. Since the afinion hba1c control values are within range, this confirms that the afinion system is working according to our specifications. The conclusion from the internal investigation and review of complaint data is that the discrepant results are not likely to be related to the performance of the afinion hba1c test and are not considered a malfunction of the analyzer. No non-conformances were identified during the internal investigation, the products are performing according to specifications and the reported difference is within acceptable variation in line with afinion hba1c product risk assessment. The investigation determined that the reported event does not represent a potential for product deficiency, however, does represent an adverse event. H3 other text : not available - single use device, likely disposed by customer after use.